Manufacturer narrative:
Investigation results: the visual inspection showed that the seal subassembly was in the loader device but outside of the delivery tube. The delivery device was inside the loader device and the plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. There was no pt involvement.